Manufacturer narrative:
The field service engineer replaced the battery to address the reported problem.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit has battery failure. The customer reported there was no patient involvement.